Manufacturer narrative:
Unit passed displacement test, basic occlusion test, and prime/compromised force sensor system test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm confirmed in history file. Unit received with minor scratched display window. Unit received with cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while attempting to refill the reservoir. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 94 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.